Event description:
It was reported that a patient underwent a procedure to implant a new boston scientific implantable cardioverter defibrillator (ICD) right ventricular (rv) lead. The patients name and lead model and serial number information is unknown at this time. After the procedure while in the recovery room, the patient complained of occasional light headedness. Multiple episodes of ventricular pacing inhibition were observed on telemetry and on an external electrocardiogram (EKG). The device intracardiac electrograms (egms) showed intermittent ventricular events which were oversensed resulting in pacing inhibition that corresponded with the episodes observed on telemetry and on the EKG. This was found to be consistent with oversensing of the lead-to-lead interaction between the newly placed ICD rv lead and the abandoned rv pacing lead. The patient was noted to be pace therapy dependent. Initially, programming changes were made, including reducing the rv lead sensitivity. However, the noise was still sensed, and it was determined there were no other programming options available to program around the noise. Subsequently, the ICD rv lead was explanted and replaced with a medtronic lead. The patient was monitored after the lead replacement and no pacing inhibition was observed. No additional adverse patient effects were reported.